Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer reported via phone call of issues with no delivery alarms and battery out limit alarm on their device. The customer also states there are air bubbles forming when starting to check the basal rates for accuracy. The customer declined air bubble troubleshoots. The customer states receiving an unexpected restart alarm after changing batteries. The customer's blood glucose was unknown. There were 3 spanish software anomalies noted. The customer was advised to discontinue use of the device, and that it would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with multiple a47 alarms noted in alarm history screen due to corrupted history file. All operating currents are within specification. The insulin passed a21 error test, displacement test, rewind, prime/a33 test, and excessive no delivery alarm test. No a21 alarm, no battery out limit alarm or excessive no delivery alarms noted. The insulin pump communicated properly with glucose sensor simulator test. No unexpected too low signal alarm noted. The insulin pump had minor scratched lcd window and cracked reservoir tube lip.